Manufacturer narrative:
Concomitant medical products: three peg patella 32mm (cat# 200-02-32). Lgc tibial fit tray cem sz 2.5f / 2.5t (cat# 02-012-45-2525). Fluted stem extension 25l x 14 mm (cat# 204-34-02). Logic tibia implant psc insert, sz 2.5, 11mm (cat# 02-012-44-2511). Tibial stem ext. Screw (cat# 204-70-00 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 37 months after the initial implant for this (B)(6) y/o female patient, the 2.5 femoral component was replaced due to fracture of the distal femur and was replaced with a cc logic. The patient's fracture of the distal femur was due to a fall. The patient was last known to be in stable condition following the event. The device is not available for evaluation as it was disposed by hospital.

Manufacturer narrative:
After further review of additional information received the following sections g3, g7, h2, h3 and h6 have been updated accordingly. As reported, approximately 37 months after the initial implant for this 80 y/o female patient, the 2.5 femoral component was replaced due to fracture of the distal femur and was replaced with a cc logic. The patient was last known to be in stable condition following the event. The device is not available for evaluation as it was disposed by hospital. Additional information indicates that the patient's fracture of the distal femur was due to a fall. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the bone fracture was determined to be post traumatic from a fall and is most likely is related to the patient¿s underlying condition.